Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the reported issue. Physio-control conducted a clinical review of this case and determined the device did not contribute to the patients outcome due to the customers description of the initial ECG and subsequent second device ECG that the patient was not initially in a shockable rhythm and was not for the duration of the event. The customer reported that they use physio quick-combo electrodes with redi-pak preconnect system. The electrodes were not returned to physio-control for an evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes four times when analyzing the patient during a cardiac arrest call with physio quick-combo electrodes. Another device, a physio monitor was brought to the scene by medical personnel. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes four times when analyzing the patient during a cardiac arrest call with physio quick-combo electrodes. Another device, a physio monitor was brought to the scene by medical personnel. The patient, a 45 year-old male, did not survive the event.

Event description:
The customer contacted physio-control to report that their device continually prompted the user to connect electrodes four times when analyzing the patient during a cardiac arrest call with physio quick-combo electrodes. Another device, a physio monitor was brought to the scene by medical personnel. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio downloaded the device's electronic records from the event for review and found the device recorded high impedance which resulted in the "connect electrodes" message. Physio replaced the therapy connector as a precaution and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.